Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-iliac to treat kyphosis. Screws were placed t10-s1, skipping l5. Approximately 14 months post-op it was found that the rod was broken. Five months post-op the patient underwent a revision surgery. No additional patient complications were reported.

Manufacturer narrative:
Macroscopic examination confirms the rod is fractured. Microscopic examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, river lines, and shear lips, starting approximately ~40% of the way through the cross-sectional area of the rod, consistent with overload. Dimensional inspection of bone screw confirms conformance to print specification. After visual, optical, and dimensional examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review which found: ap and lateral x-ray of t10-iliac construct shows excellent contouring and screw placement. Ap may show bilateral rod breakage above lowest crosslink.